Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40mg/dl. Low bg cause was not known. Customer consumed carbohydrates and glucose tablets to address bg. Tandem technical support checked the pump logs and verified that the pump was functioning appropriately.